Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Reason for reoperation: deflation and delamination.

Event description:
Additionally, healthcare professional reported "valve delaminated from shell".

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fluids clear inside the device, opening, wear abrasion, crease flat. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify opening sharp in the valve bond edge. The fill test inspection was performed, the result is no blockage based on the device analysis the final assessment is: a sharp opening on valve bond edge assessed as an unidentified (tear) opening.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.